Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis evaluation. The instrument was found to have one bent grip, resulting in misalignment. The tips were offset by 0.75 mm. No cracks were observed on the grips; however, they did not open and close properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument to perform failure analysis. However, as of the time of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the prograsp forceps instrument could not be unclamped after grasping and lifting ligament tissue. Attempts to release the jaws using an instrument release key (irk) were unsuccessful, and the jaws remained clamped onto the ligament. To remove the prograsp forceps instrument, the ligament was excised while achieving hemostasis with cautery. The associated bleeding was expected. Although it remains unclear whether the excision of the ligament was expected as part of the planned procedure, the surgeon did confirm that there were no issues with the removal of the ligament tissue. The procedure was successfully completed robotically without further complications.